Event description:
The facility representative reported to baxter of a flo-gard infusion pump with "cuts tubing". It is unknown when or in what care area this event occurred. There was no patient injury or medical intervention necessary. No additional information is available. The set is unknown product code and lot number.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample has not been returned for evaluation, therefore, no assignable root cause can be determined.